Event description:
It was reported that the patient passed away due to sepsis of unknown source. The patient had symptoms of altered mental status, lethargy, and hypoxia. Blood cultures drawn before the patient arrived at the hospital were negative. During their prolonged hospital stay post their left ventricular assist device (lvad) implant, they had multi-organism infections of multiple sites. Before they passed away, the patient was treated with meropenem, vancomycin, and micafungin. The outcome was not considered device or therapy related and the device reportedly operated as expected. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.